Event description:
A nasobiliary tube (with jagwire) was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in an adult female pt in 2008. According to the complainant, as the guidewire was retracted from the cannula, the tip was "torn and peeled." The damaged tip detached from the guidewire, and moved into the cystic duct. The physician did not remove the guidewire tip, and it was "eliminated successfully" from the duct. The procedure was successfully completed with another nasobiliary tube (with jagwire) device. There were no pt complications, and the pt's condition was reported as "good" following the procedure.

Manufacturer narrative:
The suspect device has been returned, but the device evaluation is not complete; therefore, the cause of the reported tip damage and detachment is undetermined. A search of the complaint database revealed no additional complaints for this lot. The april 2008 15- months nasobiliary catheters product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.